Manufacturer narrative:
(B)(4). Date sent: 2/25/2022. Additional information: additional information was requested, and the following was obtained: was the closing trigger broken? Yes. Was the firing trigger broken? No. Was there any difficulty opening the device?no. How was this device removed? No issue removing. Did they attempt to fire? Yes fired on very small amount of tissue because so thick if yes, did the device fully fire or partially fire (how long did the device fire)? It fired normally. Did the device open? If no, how was this device removed? It would not open at back table the bite was so small I think it just came off of tissue. Surgeon did not complain about it not coming off tissue I was in case.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.

Event description:
It was reported by that during an lar very thick radiated colon tissue. Created two stapler malfunctions. The contour handle broke and the gst 60 wouldn¿t open up to reload. Replaced with same instruments. Surgeon said the devices did not need to be sent in for analysis it was due to tissue being so thick. There were no patient consequences.